Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient visited the hospital because of a recurrent noise from the pump. It was noted that the noise lasted for 30 minutes. The patient was asymptomatic at the time. There were no unusual events recorded on the log file. The patient was noted to have an ldh of 900 that day, no other symptoms of thrombosis. The log file was sent in for review which found high power and flows but they were associated with a pi event. It was reported that the cause of the ldh was no identified as well as the noise from the pump. The device was reported to be operating as intended. The patient was asymptomatic and sent home. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of elevated lactate dehydrogenase (ldh) and recurring noise could not be conclusively determined through this evaluation. The patient presented due to hearing a ¿strange noise¿ from the pump that lasted approximately 30 minutes. The patient was asymptomatic. The patient had previously experienced elevated ldh of 900 with no other symptoms of thrombosis. The submitted log file contained approximately 5.5 days of data. The pump remained above the low speed limit for the duration of the log file. On day 1593 in the file, there was an isolated elevation in pump power captured during a pulsatility index (pi) event. An additional isolated elevation in pump power on day 1596 was also captured during a pi event. Of note, no power elevations were observed during data logger captures. The log file appeared to show the system operating as intended. The account reported on (B)(6) 2021 that the cause of the elevated ldh was not identified. Additionally, it was reported that the cause of the noise from the pump could not be identified, however the device was operating as intended. The ldh was the only checked item, there was no hemolysis confirmed. The patient was asymptomatic throughout and after the pump noise returned to normal, the patient was sent home on heartmate ii support. The patient was ultimately exchanged to heartmate 3 left ventricular assist system support on (B)(6) 2021 (refer to manufacturer report number: 2916596-2021-01187). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hm ii) left ventricular assist system instructions for use (lvas IFU) and hm ii patient handbook is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The hmii patient handbook cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.